Event description:
It was reported that the external pulse generator's screen flickered. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the device was sensing low. As a result the device was calibrated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.